Event description:
It was reported that patient experienced dizziness and lightheadedness. The device indicated elective replacement (eri) early. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. Elective replacement indicator (eri) due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011. Subsequently, the device was returned and analyzed and analysis revealed high battery impedance.